Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior and in the catheter tubing, balloon, inner lumen, pressure tubing, extender tubing and extracorporeal tubing. An underwater leak test of the balloon, catheter, y-fitting, pressure tubing, extender tubing and extracorporeal tubing was performed and one leak was detected on the membrane approximately 24.63cm from the iab tip. The evaluation confirmed the reported problem. A membrane leak is typical of an abrasion caused by a calcified plaque in the aorta. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period sep-2019 through aug-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloom (iab) therapy, a balloon ruptured occurred. There was no patient harm or adverse event reported.